Event description:
It was reported that the programmer was turning off unexpectedly. It was further noted that the programmer touchscreen was unresponsive to finger touch. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was turning off unexpectedly. The micro processor unit (mpu) and kernel printed circuit board (pcb) were replaced as preventative. Analysis was able to confirm customer comment of touchscreen issue. It was noted that the cursor was not aligned with the stylus. The display screen was out-of-specification -electrical and was replaced. It was noted that the stylus was damaged however it was functional and it was replaced as preventative. The hard drive was reconfigured, reloaded and software updated. The programmer then passed all safety, final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.